Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 -12.5/3.0/072 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2023. Low vault was observed. Lens exchanged with a longer length lens on (B)(6) 2023 and problem was resolved cause of event was reported as unknown.